Event description:
Patient reported "I've had deflated sets in the past. Others ripples and leaked. The saline ones are hard as a rock." This record represents the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.